Event description:
Patient presented for generator replacement surgery. Pre-op diagnostics were performed and indicated high lead impedance. Patient had full revision surgery - replacement of generator and lead. Explanted products have been received for product analysis. No other relevant information has been received to date.

Event description:
Lead analysis completed. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there are no discontinuities in the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.